Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under her breasts and back. The patient reported that the rash appears to be a laceration but is not an open wound. The patient's physician and cardiologist advised the patient to temporarily remove the lifevest until the rash improved. Follow-up indicated that the rash improved with the use of an ointment and the temporary removal of the lifevest. The patient is currently back in the lifevest.